Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips criss-crossed instead of forming properly. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: jaw or cam interface is disengaged. The analysis results found that the el5ml device was received with the jaws disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).